Manufacturer narrative:
Lot # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. (B)(4). Event evaluation: a review of complaint history, quality control, and trends was conducted during the investigation. The complaint device was not returned to assist in the investigation. A visual inspection or dimensional verification could not be conducted. There is no evidence to suggest that the product was not manufactured to specifications. The health risk to the patient has been assessed for valve leakage with rycfw introducers and concluded that its occurrence is unlikely to lead to a serious adverse health consequence to the patient. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
Per information provided by the FDA, when the user was inserting the introducer into the body of the (B)(6) female patient, a leak occurred at the hub. Another device was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Lot # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. (B)(4). \. The event is currently under investigation. D. 4) lot # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. (B)(4). The event is currently under investigation.

Event description:
Per information provided by the FDA, when the user was inserting the introducer into the body of the (B)(6) female patient, a leak occurred at the hub. Another device was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.